Event description:
It was reported that the pt experienced "increased pain/decreased pain control" and recent escalation of intraspinal medication dose. The hcp was unable to obtain cerebrospinal fluid during a dye study. The dye study was "aborted". Another unidentified study revealed a granuloma. The pump battery was depleted. The system was explanted and replaced. The pump contained dilaudid 100 mg/dl at a daily dose of 15mg; bupivicaine and clonidine were also being administered at unknown concentrations and doses.